Event description:
It was reported, dr was using the step drill to drill for the lag screw. He was having extreme difficulty getting the drill to penetrate. This is the second case this has happened on. We ended up opening the other set of instruments and using that reamer out of there and the case was competed successfully.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.